Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 470 mg/dl. Customer reports the alarm was resolved by an infusion set change. Customer does not want to return the set for analysis. Customer does not want to return the reservoir for analysis. Product is not being replaced.